Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-11151, 0001825034-2017-11152, 0001825034-2017-11154, 0001825034-2017-11155, 0001825034-2017-11156. Concomitant medical products: femoral head,unknown part/lot. Femoral stem,unknown part/lot. Acetabular cup, unknown part/lot. The 11-302102 arcos troch claw lot 085570. The 11-302142 arcos lateral troch lot 398520. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was prescribed antibiotics for 11 days to address wound drainage post-primary hip replacement. The outcome was considered resolved. No further information has been made available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that device was reported with wrong MFR#. The initial report should be voided as it was submitted in error. Please refer to 3002806535-2018-00365.